Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope was bad. There was no reported patient harm or impact due to this event.during device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, or if the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob was out of the standard value due to wear of the angle wire. Also, the bending section cover adhesive was chipped, switch #4 was worn, the adhesive around the objective lens was peeled, the light guide lens was cracked, the connecting tube was dented, discolored, and wrinkled, switch #4 did not work due to damage and wear, a flare occurred due to a scratch on the objective lens, there was a lack of image on the monitor due to dirt on the objective lens, the light guide lens was cracked, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.